Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited error code 1261. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500 . H4: correction: device manufacturing date: 10-dec-2014.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, it was missing the top rear label. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated as error code was displayed on the pump during the investigation. Also, found that the microprocessor unit board was damaged and the clock battery lead contact was pulled off. A faulty microprocessor unit board was found to be the cause of the reported problem. For corrective action, the faulty microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond 7 years from manufacture date of 2014-12 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.